Event description:
A malfunction was reported by the customer, with a specific malfunction code displayed as "malf 0." There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and there was no recurrence of the malfunction code after the reset. The customer was advised to call back if the issue reoccurs and acknowledged this instruction.